Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death with unspecified cause. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, section b, "outcomes attributed to ae" was inadvertently selected incorrectly as "other". It is corrected on this report. The "outcomes attributed to ae", "death" has been selected. In addition, the previously submitted report, section h, "type of reported complaint", was inadvertently selected incorrectly as "other". It is corrected on this report. The "type of reported complaint", "death" has been selected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death with unspecified cause. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Additional information; philips clinical review was re-assessed and determined the device did not contribute to the death per the available information. Box b adverse event/ product problem was changed from both to adverse event. Philips was contacted by an attorney alleging wrongful death personal injury. However, there is no allegation against the device or of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. No cause of death was provided. Additional details are needed for further clarification and assessment of the patient¿s alleged harm(s). Given the legal involvement in this case, it is unclear if further details will be provided. No further action is required. If additional information is obtained about this event, please send it to the pms clinical expert for review.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging death with unspecified cause. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.